Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) gave errors 63 and 118. Alarm display ¿expect iabp maintenance. Patient involvement is unknown.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10, h11. Additional information: e1(event site postal code:(B)(4). It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "error 63" and "error 118" which has been reported and also regarding the alarm display except "iabp maintenance". There is no further information regarding this incident. But we are still waiting for the client to accept our intervention. A getinge field service engineer (fse) stated there are some spare parts which are being included in the quote. There is no information about the patient. Despite gfes (good faith efforts) , no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future , the complaint will be reopened and updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) gave errors 63 and 118. Alarm display ¿expect iabp maintenance.

Manufacturer narrative:
A getinge field service engineer (fse) found 118 sol wdt fail and it was a critical error. A fault detected by the display head processor. Unable to configure the touch screen controller device. Fse did the diagnostic and I found that a filter ref was broken. It is not the filter that is changed when the compressor is changed but the second one. It generated errors that error 63 ended up creating as well. Fse did the leak tests. Calibrated the cardiosave. Tested the compressor. Machine operational according to manufacturer standard.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.